Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported the patient¿s stimulator sometimes went ¿into super drive¿ and got ¿really high and intense.¿ it was noted the event had been happening intermittently during the month prior to the call.